Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: lcp recon plate was implanted and was broken after 19 days. Re-osteosynthesis was conducted (B)(6) 2013. Implant date approximately (B)(6) 2013. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Dob: 1963. Implanted approximately (B)(6) 2013. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.